Event description:
The user facility reported a 81-year-old male noted as high risk percutaneous coronary insertion was attempted to be implanted with an impella cp device for mechanical circulatory support. Implanation was unsuccessful due to the physicians inability to get past the iliac even after shockwave attempt. The impella placement was aborted due to patient's anatomy.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.